Event description:
Boston scientific received information that this left ventricular (lv) lead had impedances greater than 2,000 ohms during the device change out procedure. The physician was revising the lv lead and saw "buckling" of the lead insulation going into the device. They opted not to progress with the lead replacement and will continue to follow this patient on their home monitor system for any signs of lv lead problems. No adverse patient effects reported.

Manufacturer narrative:
At this time this lv lead remains in service. Should additional information become available, this investigation will be updated.